Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported issue. The investigation confirmed the lens had damage but no separation on the seam of the transducer. It was determined that the cause was related to a customer usage issue. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The replacement transducer is in service with no further similar issues.

Event description:
It was reported the c10-3v transducer had separation on the seam. This was associated with an epiq 5g ultrasound system. There was no patient or user harm associated with this event. The service engineer confirmed the reported issue and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.